Manufacturer narrative:
Isi has not received the permanent cautery hook instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument arced. There was no patient harm or injury; however, at this time it is unknown what caused the arcing to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument arced from the tip to the rubber "piece/hinge". There was no report of fragments falling inside the patient, patient harm, adverse outcome or injury. Intuitive surgical (isi) contacted the initial reporter and obtained the following additional information: during the time of the arcing, the customer had installed the cadiere on the third arm, fenestrated bipolar forceps on the left arm, and permanent cautery hook on the right arm. The surgeon was using the hook to mobilize the colon and was not doing anything with the fenestrated bipolar forceps. The arcing occurred very briefly where the rubber piece was on the hook. The generator settings was on 30 and a different permanent cautery hook was used to complete the procedure. The surgeon mentioned that the issue has occurred in the past.